Event description:
A customer reported that during a laser procedure, the laser would not fire. There was a delay of approx 20 minutes while the system was exchanged. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and found it working normally. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related for this event. For this reason, steps could not be taken to replicate or confirm the reported event. (B)(4).